Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. During the attempt to revise the lead, the lead insulation exhibited an anomaly. The lead was explanted and replaced.